Event description:
Information received from the field does not address the patient's clinical status but notes that after threshold testing, the voltage did not return to normal values. The emergency vvi button was pressed after which telemetry could not be established.